Event description:
It was reported that the device battery voltage was less than what it was six months ago and is nearing elective replacement indicator (eri.) It was also reported that the patient was upset that the device is only four years old. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device battery voltage was less than what it was six months ago and is nearing elective replacement indicator (eri.) It was also reported that the patient was upset that the device is only four years old. The device will be replaced in the near future. No patient complications have been reported as a result of this event.